Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 40 mg/dl with low, rapid heartbeat, anxiety, lightheadedness, severe dizziness and unsteadiness when standing and walking associated with an inaccurate delivery issue. It was also reported that the patient¿s bg was up to 370 mg/dl without symptoms. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. It was reported that the patient had celiac disease. This complaint is being reported because the patient allegedly experienced hypoglycemia due to an alleged inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/14/2015 with the following findings: the last basal delivery and the last bolus delivery were on (B)(6) 2014. The pump was manually suspended on (B)(6) 2014 at 11:10; deliveries never resumed. There were no alarms related to the complaint recorded in the alarm history. There were no errors, alarms, or warnings during the 24 hour testing. The total daily doses added up correctly and reflected the user's programmed basal rates. A delivery accuracy test was performed and the pump passed and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.